Event description:
Before initiating dialysis treatment, it was noticed that the venous luer of catheter was cracked. Catheter was subsequently removed and replaced at a later date.

Event description:
After dialysis treatment was initiated, it was noticed that the venous luer of catheter was cracked and small amount of blood was leaking at connection. Catheter was subsequently removed and replaced at a later date.

Event description:
After dialysis treatment was initiated, it was noticed that the venous luer of catheter was cracked and small amount of blood was leaking at connection. Catheter was subsequently removed and replaced at a later date.

Event description:
After dialysis treatment was initiated, it was noticed that the venous luer of catheter was cracked adn small amount of blood was leaking at connection. Catheter was subsequently removed and replaced at a later date.